Event description:
It was reported that the device shows the eri status. The pacemaker was changed. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The device was received and analyzed. Prior to the analysis of the device, the manufacturing process for this pacemaker was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the device was interrogated showing the eri battery status. The eri battery status was activated on (B)(6) 2023 due to a measured battery voltage below the eri threshold value during interrogation of the device. The pacemaker was implanted for approximately 92 months. The ability of the device to deliver therapies was tested. The anti-bradycardia pacing pulses in eri mode proved to be normal and in amplitude and frequency as programmed. There was no indication of a malfunction. Next, the memory content of the device was inspected. The amount of charge taken from the battery was verified and found to be not consistent with the eri battery status. However, the current consumption was documented to be normal and as expected. Therefore, the pacemaker was opened and subjected to further analysis. The visual inspection of the inner assembly showed no anomalies. The current consumption of the electrical module was directly measured and proved to be normal and as expected. There was no indication of a malfunction of the electrical module. The battery was sent to the manufacturer for further analysis. The battery analysis is currently ongoing. As soon as the analysis is completed, this report will be updated.

Manufacturer narrative:
The device was received and analyzed. Prior to the analysis of the device, the manufacturing process for this pacemaker was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the device was interrogated showing the eri battery status. The eri battery status was activated on (B)(6) 2023 due to a measured battery voltage below the eri threshold value during interrogation of the device. The pacemaker was implanted for approximately 92 months. The ability of the device to deliver therapies was tested. The anti-bradycardia pacing pulses in eri mode proved to be normal and in amplitude and frequency as programmed. There was no indication of a malfunction. Next, the memory content of the device was inspected. The amount of charge taken from the battery was verified and found to be not consistent with the eri battery status. However, the current consumption was documented to be normal and as expected. Therefore, the pacemaker was opened and subjected to further analysis. The visual inspection of the inner assembly showed no anomalies. The current consumption of the electrical module was directly measured and proved to be normal and as expected. There was no indication of a malfunction of the electrical module. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed an almost depleted battery. Next, the battery was opened for destructive analysis and the inner assembly was inspected. During inspection no internal electrical short was evident. However, the occurrence of a temporary short circuit that contributed to an increased internal self-depletion within the battery cannot be excluded. In conclusion, the root cause for the premature battery depletion could not be determined conclusively. Based on the analysis all therapy functions of the device were available while the device was implanted and in service.